Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (elhr) / device history record (DHR) and exception review were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The reported patient effects of perforation of vessel is listed in the supra core guide wires instruction for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that during the procedure before implantation of the stent, bleeding from a presumably perforated side branch of the distal sfa occurred. It is possible that the supracore guide wire used during the procedure may have caused the perforation. The bleeding was successfully treated with prolonged balloon dilatation over a course of 5 min. The bleeding was successfully stopped and the condition resolved. There was no adverse sequelae. No additional information was provided.